Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer took no action to address bg. The customer loaded a new cartridge to resolve issue. No additional information was provided by the customer.